Manufacturer narrative:
The health care provider indicates that v.a.c. Therapy was initiated in the hospital in the operating room by a plastic surgeon in 2007. Three days later, when the home health nurse went to the pt's home to do a dressing change, she could not remove the foam even after soaking the foam in normal saline for one hour. The nurse called the plastic surgeon who had placed the dressing, and the resident on call instructed her to redrape and leave the dressing in place until the plastic surgeon could be consulted in the morning, two days later. The next two days, v.a.c. Therapy was discontinued, and the foam was surgically debrided. The pt's spouse indicates that a couple of days after the foam was removed, the pt underwent surgery for a rotational flap, and then a skin graft to the site where the flap was rotated from. The pt's spouse further indicates that the pt's wounds are "healing fine". V.a.c. Labeling states: "it is recommended that v.a.c. Dressings be changed routinely every 48 hours for non-infected wounds, or every 12-24 hours for infected wounds". It also states as a "warning": "foam left in the wound for greater than the recommended time period may increase ingrowth of tissue into the foam, create difficulty in removing foam from the wound, or lead to infection or other adverse events".

Event description:
A pt receiving v.a.c. Therapy on a scalp wound following an excision of a malignant neoplasm required surgery to remove the foam from the wound.